Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that post-op, th12/l1 rod broke. Patient underwent a revision surgery on (B)(6) 2016. The rod was not replaced. Instead, 4-rod form was made with 5.5mm rod which was added to inside of the 4.75mm rod. No patient complications were reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.